Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions was the result of lifted hybrid bond wires.

Event description:
The device was returned to the manufacturer after explant due to the field advisory and because the patient was pacer dependant. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.